Manufacturer narrative:
The reported events of unacceptable threshold, high pacing impedance and lead damage were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the atrial lead exhibited high capture and high impedance. Due to the structural problems of the patient's atrium, the atrial electrode did not enter the appropriate position resulting to lead damaged. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.